Manufacturer narrative:
(B)(4) - supplemental MDR - silicone visible eight samples of 10 ml eurographic syringes (part number 300912) were received and evaluated, with two samples each from batches 4347922, 5006307, 5163316, and 5189108. All samples arrived in unsealed packaging and showed no defects. Silicone was visible on the stoppers; however, there was no evidence of stringing or pooling, indicating that the amount was not excessive and met product specifications. Silicone is an inert, non toxic medical lubricant that is an integral component of disposable syringes, ensuring proper performance in clinical use. This condition does not impact product safety, efficacy, or functionality. Silicone has been used in this application for over 25 years, with more than 30 billion units distributed and no known reports of adverse clinical effects related to unintended silicone delivery. Please refer to the attached silicone quantity guideline for additional details. Furthermore, a device history record review was completed for lot numbers 4347922, 5006307, 5163316, and 5189108. The review identified no rejected inspections or quality issues during production that could have contributed to the reported condition. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify any emerging trends.

Event description:
No additional information was provided

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll eurographics contained visible silicone. Verbatim: lubricant visible in the syringe plunger.